Event description:
Fischer cone biopsy excisor issued to sterile field, blade disconnected from plastic handle during biopsy. Second excisor issued.what was the original intended procedure?cervical loop electrocautery excision procedure.device #1is this a laboratory device or laboratory test?no.